Manufacturer narrative:
Date of report : 04mar2019, date rec¿d by MFR : 03mar2019. The central processing unit (cpu) was returned to philips for failure investigation. A failure of a component (piezoelectric buzzer) on the cpu was identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit (cpu) board and the issue was resolved. The device passed all required testing.

Event description:
It was reported that the unit declared an 1104 error (backup alarm failed). There was no patient involvement. The event date was not specified; estimate used.